Event description:
It was reported that the patient experienced malfunction with the inflatable penile prosthesis (ipp) due to break in the right cylinder tubing just above the thicker part leading to the pump. The ipp pump and cylinders were removed and replaced with new ones. No patient complications were reported in relation this event.